Event description:
A surgical tech reported on two separate occasions that during the irrigation/aspiration mode of a cataract extraction with intraocular lens implant procedure, there was insufficient vacuum to move the material tot he tip of the handpiece. The handpiece, tip and o ring were replaced with no resolution to the issue. Surgery was completed using the same system with no harm to the pt. This is the second report of two for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).